Event description:
A report was received that a pt was not receiving stimulation in the correct area. A fluoroscopy revealed that contacts 8 and 12 had become dislodged from the paddle lead. The pt is expected to undergo a revision procedure to replace the paddle lead.